Event description:
Caller states that the inform meter base had melted plastic around the pins and pins were blackened. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 23.1 months due to unknown reasons.